Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 89% stenosed, 41x3.3mm, eccentric and the de novo target lesion contained less than equal to 45 degree bend and was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.